Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. Kmt engineering evaluated the returned monitor and reported a failed main switch which appears to have occured at the time of the therapeutic shock event but a root cause of the failure mode could not be determined.

Event description:
Patient called in to report that they received a therapy shock when walking from kitchen to the living room. Patient stated they heard the alert but did not remember to press the alert button to divert the therapy shock. Patient stated they felt fine at the beginning but during the call reported they are feeling shortness of breath, adding that they also have copd. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.